Event description:
It was reported that an ilet pump exhibited very low battery, could only wake on a charger, and would not unlock or maintain bluetooth pairing with the ilet mobile app after the user deleted the prior pairing and reinstalled the app. Symptoms included inability to operate or pair the pump due to depleted power. Outcomes included temporary interruption of automated insulin delivery and the user initiating backup therapy. Investigation included guided troubleshooting steps, app reinstallation, phone restart, and plans to try an alternate charger upon return home. Investigation of this case revealed a power issue consistent with very low battery and unsuccessful pairing, with the mobile communication function and charging system implicated. It was concluded, based on previously established findings for similar reports, that the cause was probable device power depletion leading to loss of connectivity.